Event description:
New information received indicated that the atrial lead exhibited an insulation anomaly.

Event description:
It was reported that the patient presented for an implant procedure. It was reported that right atrial lead exhibited noise oversensing. The lead was not used and replaced during procedure. Patient status was not reported.

Manufacturer narrative:
The reported events of insulation damage and oversensing noise were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.